Event description:
Healthcare professional reported after injection with juvederm voluma xc, the pt experienced inflammatory nodules. The "big nodules" go away with treatment, but then come back and "migrate around." Medrol dose pack was provided as treatment. The doctor stated they know how to treat with steroids, but that nodules often recur quickly.

Manufacturer narrative:
UDI#: na. Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The reporter has declined to provide allergan further info regarding event, product, or pt details. The events of inflammatory nodules and "big" nodules are physiological complications any analysis of the device generally does not assist allergan in determining a probable cause for these events.